Manufacturer narrative:
Block b3: exact date unknown, event occurred after a year from the date of implant. Block d6b: explant date: 2 years ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7071437, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device started to shock the patients whole body and was bothering while she slept. It was also noted that the patient experienced a loss of stimulation. The patient subsequently underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.